Event description:
It was reported that the patient was readmitted to the hospital and a heartmate ii to heartmate ii exchange was performed in the or on (B)(6) 2020 . There were no further complications noted.

Manufacturer narrative:
Section b5, d7 : additional information. Section d10, h3: correction.

Manufacturer narrative:
Section d4, h3, h4: additional information. Section h6 (device code): correction. Manufacturer's investigation conclusion: pump thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). However, the report of a clot in the outflow graft could not be confirmed as the outflow graft was not returned for evaluation, and no computed tomography (CT) scans were provided for review. Of note, there was no evidence of thrombus within the outflow elbow. The pump was returned assembled with the driveline cut approximately 4.5¿ from the pump housing and the distal portion was returned measuring approximately 33¿. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the pump, examination of the proximal side of the outlet stator revealed a red, tissue-like deposition surrounding the outlet bearing ball and partially obstructing the blood flow path. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. The darker areas of denaturation on the thrombus, as well as the concentric contact mark noted on the distal, tapered end of the rotor, indicate that the thrombus was present while the pump was supporting the patient; however, the duration of time that it was present in the device could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, it could have contributed to the patient's elevated lactate dehydrogenase (ldh) and elevated pump powers that were observed in the submitted log file. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU). Is currently available. Section 1 of this IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. Section 1 provides an explanation of pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also outlines the indications of pump thrombosis as well as how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous (B)(6)/pseudomonas driveline infection was reported under MFR# 2916596-2020-03791. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that patient has a suspected lvad thrombus. Patient had frequent power spikes higher than 14 watts, an elevated lactate dehydrogenase (ldh), and a clot in his outflow graft (ofg) on CT scan. Patient was started on brilinta but ldh continued to rise. Log file analysis captured large power/flow elevations over the past couple of days. Power and flow also appear to be trending upward. This type of trajectory in past experience has been linked to the presence of thrombus. Additional information stated that patient had a significant (B)(6)/pseudomonas driveline infection and was home IV antibiotics indefinitely that could have contributed to the event. Patient's international normalised ratio (inr) at the time of admission was slightly subtherapeutic at 1.8. Patient's wife reported power spikes on controller at home up to 12 watts. Patient was on IV heparin, brilinta added. The cardiothoracic surgeon was consulted for possible lvad exchange. The ldh has continued to rise.